Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump bolus history was showing dates from 2013. The reporter confirmed that the pump had the correct time and date. The reporter stated that the boluses were programmed from the meter remote but the meter was not logging anything into the logbook despite the pump and meter being paired. This report is made based on the allegation of the bolus history issue.

Manufacturer narrative:
Follow-up #1: date of submission: 06/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2016 with the following findings: there was no pump history from the time of the event due to continued use of the pump. The pump was exercised for 24 hours without errors, alarms, or warnings occurring. A normal bolus and an audio bolus were programmed and confirmed that they recorded in the pump history appropriately. There were no issues noted with the time, date, or year on the pump or in the history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.